Event description:
I was working in a plastic surgeons office and always wanted to get breast implants after having 4 kids. I got mentor saline implants under muscle (B)(6) 2000, about 2 months later I was working and had a severe headache that the dr I worked for sent me down to the ER, I started to get more frequent headaches and having never had them was concerned I had a brain tumor or something, they were so painful but nothing ever came back wrong with CT scans, MRI's and bloodwork. The headaches continued and then my dry mouth started as well that same year. The same dr I was working for referred me to ent to have the bone in the roof of my mouth examined for anything out of the ordinary, they decided just to do surgery to flatten it to see if I would get relief from these headaches. I had several nerve ablations to my head, I had cranial sacral therapy, bio feedback and massage along with chiropractic and acupuncture. I was also having physical therapy (during this time I owned a medical spa and had 4 teenagers). In 2005 I had torn my super spinatus tendon and had an achilles tendon to repair the shoulder then still having daily migraines. In 2005 was admitted to the (B)(6) clinic where they admitted me for 30 days. First I went through an intense assisted detox from all the morphine, scolaxin and flexerol that I was on from the psychiatrist. I had multiple tests there I had underwent daily group therapy, a strict headache diet, and MRI's, CT scans and many other things I don't remember. They discharged me with a medication called cymbalta it made me have suicidal thoughts, I was in the psych ward one night as I went to an ob appointment and told the nurse I was depressed and boom I was in. Then came the psychiatrist visits and the drugs that come along with that my anxiety was getting out of control I'm not sure if it was the clonazepam I was prescribed with no limits just to use as preventative if I felt a headache. After that many years of horrific headaches I took clonazepam probably more quickly than I needed due to ptsd. Then I went back to the dry mouth and mouth pain we x rayed my teeth and found a cracked root on a tooth I had gotten a root canal on a few years back. They suggested pulling the tooth it was my front tooth and then putting in an implant. Desperate I decided to try it, I felt like within weeks my headaches were gone. In 2012 after years of digestive troubles (that began around 2008) I was finally diagnosed with superior mesenteric artery syndrome after about a year of weekly gi tests all coming back normal but yet I couldn't eat and if I did I was vomiting daily and nauseous. I had a jejunectomy, bowel obstruction, mals, hernia, feeding tubes, full stomach paralysis and gastrectomy in (B)(6) of 2020. In (B)(6) of 2017 I had a ruptured saline implant I went in and the surgeon poked the other one to let it leak out and right into my body. She talked me into mentor silicone texture implant (B)(6) 2017. By (B)(6) my nausea got severe again and I had a motility study done and my sma had returned. I now need to have more stomach surgery this time I had a roux-en-y. After a few months I was vomiting all the time, I was so nauseous we decided to put in a feeding tube. This was a constant battle of infections I got c-diff then 3 weeks later I was septic with candida everywhere hospitalized for 45 days. This past year was my wake up call I found it hard to breathe, lift my grand kids, golf, eat, I was going crazy and suicidal then my feet started having severe pain where it felt fractured I needed a surgical shoe. I got acupuncture and chiropractic and b12 shots. I eat a gluten free, sugar free, dairy free organic diet and I was getting sicker. The past 6 months showering became a huge task I needed help at 59 years old and 110 pounds. I could not have the strength in my upper body to pull up my pants or take them off. I would cry almost every day feeling trapped. I don't know what to enter for test results section. I have had many surgeries since my breast implants, I've been sick since the first year but no one ever suggested that the problems could be attributed to my breast implants. This past year my health began to decline rapidly, I was suicidal and could not walk without help. At times I could barely shower alone without help. I couldn't pull up my own pants, I had no strength. I no longer could golf like I could last summer. I was spending 1/2 of my day in bed and the other half trying to survive by making food I could eat now that I had my stomach removed. I have been in survival mode for a long time but it became impossible. I have had my implants removed (B)(6) 2023 with capsulectomy and most symptoms are gone with the exception of surgical pain. I'm better than I was 2 weeks ago significantly can breath better, pull up my pants and do not have the pressure and pain I dealt with. I can even feel the difference when I shower and do daily activities are much easier. It's only been less than 2 weeks but I feel like 23 years of my life was ruined and I wasn't informed by any doctors. I was basically deemed crazy and I feel like it's a blessing. I did not choose to end my life as I have 4 children and 7 grandchildren and one on the way. Reference reports mw5115496, mw5115497, mw5115499.